Manufacturer narrative:
Device received with no delivery alarm during self test, problem isolated to mother board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received inverse check error. The customer¿s blood glucose level was 260 mg/dl. The customer stated that they were able to clear the alarm and rewind the insulin pump. The customer reported that the self test failed. The device will be returned for analaysis.